Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image interference. The issue occurred during to a therapeutic hysteroscopy procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device had image interference. The issue occurred during testing prior to a therapeutic hysteroscopy procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image due to a defective charged coupled device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable failure caused communication failure and image interference. Olympus will continue to monitor field performance for this device.